Event description:
Healthcare professional reported axillary lymphadenopathies, and mammary microcysts, confirmed via ultrasound. The event of "mammary microcysts" is deemed not device related. Record is for right side. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ lymphadenopathy: unable to observe. ¿ cyst: unable to observe. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported axillary lymphadenopathies, and mammary microcysts, confirmed via ultrasound. The event of "mammary microcysts" is deemed not device related. Record is for right side. Device has been explanted and replaced with another manufacturers device.